Event description:
Customer states: "two catheters from different lot numbers were used today for a retrograde. We inserted the catheter through the scope and pulled back; the catheter broke in half. Graspers were used to remove the piece from the pt. We were just shooting a retrograde but because the catheter broke, we had to perform a ureteroscopy and extraction. The procedure took longer than anticipated."

Manufacturer narrative:
Or add'l expiration date: 02/2011. Add'l device manufacture date: 02/2008. A proper evaluation cannot be performed at this time due to the product not being returned. The customer indicated that two catheters from different lot numbers were used and the customer was not sure what lot number of the catheter had the difficulty. As add'l info becomes available as well as a product evaluation, a supplement report will be forwarded.